Event description:
It was reported that a patient presented stating they had irritation and wanted their hardware removed. During the removal of the 5ms hardware, it was reported that a t15 driver broke and two t7 drivers twisted. Surgeon was able to retrieve the broken driver tip. While removing the plates, surgeon was able to remove two screws successfully. While removing the 3rd screw, the screw broke. The surgeon was able to remove the screw head but the shaft remained in the patient. Upon follow-up, it was noted that the surgeon was removing two hook plates and screws, one in the 5th met and one in the fibula. In the initial surgery, a 4.0 colag was used between the hooks which is too big. The technique states to use a 3.0 colag. This could be the reason the patient had irritation and wanted the hardware removed. No further details are known at this time.